Event description:
The catheter had been in place for four days, the patient reported pain at the puncture site. Ultrasound imaging confirmed the location of the catheter segment in the body. Surgical intervention was initiated to remove the catheter fragment.